Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider regarding a patient who was receiving 2000mcg/ml baclofen at 700mcg/day, and 2000mcg/ml baclofen at 550mcg/day via an implantable infusion pump for intractable spasticity and post spinal cord injury. It was reported that the patient's pump was empty. The empty pump alarm was occurring. The patient did not miss a refill. No symptoms were reported. The low reservoir alarm occurred on (B)(6) 2018 and the empty reservoir alarm occurred on (B)(6) 2018. No further complications were anticipated/reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp). It was reported that the cause of the empty pump was that the patient was passed the alarm date. It was reported that the patient was supposed to get a new pump. It was reported that the patient's pump was refilled and the dose was adjusted. It was reported that the empty pump had been resolved. No further complications were anticipated/reported.